Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving an unspecified high glucose sensor scan reading compared to an unspecified reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. The length of sensor wear was for 1 day. The customer self-treated with insulin (dose/type unspecified) and then experienced a loss of consciousness. A caregiver contacted emergency services where a healthcare professional (hcp) obtained a hcp meter result of 34 mg/dl compared to a sensor scan result of 454 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the e zone, showing the difference in values to be clinically significant. The customer was diagnosed with hypoglycemia and was provided with two unspecified infusions that raised the customer blood glucose levels to 142 mg/dl on a hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Clinical data log showed current values were not less than 1na for 55-60 minutes before sensor terminated indicating that the residual fluid and moisture was continuing to react with the sensor chemistry. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly. However the result is not within specification. Poise voltage and sensor thermistor testing were both within specification. An extended investigation was observed. Visual inspection was performed on the returned de-cased sensor ,observed cracks on pcba near the application specific integrated circuit (asic,) which may have occurred during de casing. Damage/cracks to the pcba would affect functionality testing and can result in out of specification results of the sensor. Thus the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving an unspecified high glucose sensor scan reading compared to an unspecified reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. The length of sensor wear was for 1 day. The customer self-treated with insulin (dose/type unspecified) and then experienced a loss of consciousness. A caregiver contacted emergency services where a healthcare professional (hcp) obtained a hcp meter result of 34 mg/dl compared to a sensor scan result of 454 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the e zone, showing the difference in values to be clinically significant. The customer was diagnosed with hypoglycemia and was provided with two unspecified infusions that raised the customer blood glucose levels to 142 mg/dl on a hcp meter. There was no report of death or permanent injury associated with this event.